Event description:
The hospital reported that during an edoscopic vein harvesting procedure, the bisector on the vaso view 6 evh system would not cauterize. The harvester swapped out cords and neither would work with the unit. A new kit was opened to complete the procedure. There were no pt effects. The lot number is unk. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed no non conformities for the returned device. There was slight evidence of fat and blood on the c-ring. Resistance measurements were within specification. A functional test was performed on the returned device using a reference generator. The device performed according to specifications during several device activations. Based upon the results of the functional test, the reported complaint "would not cauterize" was not confirmed. A lot history record review was not completed for the product, as the correct lot number could not be obtained. (B)(4).